Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. It was reported to boston scientific corporation in 2008, that a resolution clip device was used for hemostasis one month prior. According to the complainant, "the nurse tested the product prior to the procedure and found it to be in perfect working order. The physician introduced the instrument through the scope. The nurse then attempted to extend the clip outside of the outer catheter - the clip failed to extend." The procedure was completed with an olympus device (product unknown). There were no complications reported as a result of this event, and the patient was "stable" following the procedure. Refer to associated manufacturer report 3005099803-2008-00949 for a description of the first event.

Manufacturer narrative:
The suspect device has not been returned; therefore, a device analysis is not available, and the cause of the failure to extend is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.